Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that they obtained a discordant, falsely elevated cardiac troponin I (tni) result on a patient sample on a dimension exl with lm instrument. Quality controls (qc) were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: preventive maintenance (pm), replaced integrated multisensor technology (imt) cover and sample arm. Siemens further investigated the issue and determined that the sample which produced the discordant, falsely elevated tni result also produced flagged serum indices. The serum indices were flagged with the "abnormal assay" error. This error indicates a potential issue of the sample not being delivered to the cuvette for the test. The clot check data demonstrated atypical aspirations, which may be caused by either a sample integrity issue or a mechanical issue with the sampling system. Since only one sample ID produced the atypical aspiration, it is likely that sample integrity contributed to the atypical aspiration. The customer is not following the tube manufacturer's recommendations for centrifugation, which can result in sample integrity issues. Sample integrity and sample handling issues potentially contributed to the discordant, falsely elevated tni result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was reported to the physician(s). The patient was redrawn and the new sample was run on the same instrument, resulting lower. The initial sample was also repeated twice on the same instrument, resulting lower. The customer reported 0.000 ng/ml as the correct result to the physician(s). Due to the patient's complaint of chest pain, the patient was admitted and released to the emergency room on the same day. There are no known reports of adverse health consequences due to the discordant, falsely elevated ctni result.